Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the patient¿s pacemaker revealed an undersensing and noise problem. Programming change were done to resolve the issue. The patient was in stable condition.